Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2017 with the following findings: review of the black box data revealed records of unexplained power on reset. On examination, the battery compartment was confirmed to be cracked as per the allegation. The returned battery cap was noted to have stripped threads and was not able to secure properly to the pump to maintain electrical connection; the alleged intermittent power issue was duplicated with the damaged battery cap on the pump. A test cap was placed on the pump for testing and was able to fit securely and maintain electrical connection for investigation. With the test cap in place, the pump powered on and was exercised for 24 hours without any interruption in power. There was no evidence of damage, defect or contamination of the pump¿s interior components. (B)(4).